Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The leads were capped and replaced. Reference report#: mw5179217. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Received medwatch report, mw5179218.